Manufacturer narrative:
This device was previously reportable under the asr exemption e2015006, which was revoked on 2018/06/28, resulting in this MDR submission. The device was not returned even after multiple attempts. This event is reported solely on the information provided the customer. An investigation of similar complaints revealed several potential causes, including faulty or damaged components. Many of these problems could be a result of physical trauma and/or wear and tear from repeated use of the nurse call cable. A review of the unit¿s device history record (DHR) did not reveal any issues that could have contributed to the reported incident. The device was shown to have passed all verification testing and met manufacturing specifications prior to being released for distribution. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. (B)(4). No product returned at this time.

Event description:
Customer reported the alarm is not sending a signal to the nurse call station. The date the issue was discovered is unknown and no patient incident or injury was reported.